Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for low blood glucose. Customer's blood glucose was 40 mg/dl. Patient's current bg: 195 mg/dl. Patient had very high blood glucose mid 250's mg/dl so tried different sites and two different insulin's at work. Customer after gets home he seems like the insulin pump is delivering a burst of insulin and has dropped all the way into the 40¿s mg/dl. Customer started two weeks ago, then for the last couple of days it has been in the 200¿s mg/dl. Customer said he has been taking extra insulin in addition to the original bolus estimate but his bg¿s were not going down. Would have yogurt for breakfast, normally his blood glucose would be around 150 mg/dl but it would go up to 270 mg/dl and it would take all afternoon to get it back down. Customer treated low blood glucose with juice and a piece of fruit. Customer treated high blood glucose with insulin pump blousing. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. The insulin pump will be returned for analysis.